Event description:
Customer reported an abo discrepancy with 2 donor units on galileo, using the fwd abo assay. One unit that was a known b positive reported as a ab positive on the instrument. The other was a known b negative donor that reported as ab negative on the instrument.

Manufacturer narrative:
The customer did not return sample for investigation testing, it is not possible to rule out the sample as a cause of the event. The galileo operator manual states that forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as group ab, or an rh (d) sample being interpreted as rh (d) positive. For this reason abo-rh results should always be compared to the patient or donor history.